Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery, balloon was reported to have ruptured. There was a high degree of stenosis with minimal calcification present. The reference vessel diameter was 6mm and the lesion length was approx 3cm. A 5x4 optapro balloon catheter was prepped according to the instructions for use (IFU). No anomalies were noted during prep. There was no difficulty experienced while using a 50:50 concentration of saline/contrast. The balloon burst at unknown pressure. There was no balloon separation or vessel dissection. It was possible to withdraw the balloon without difficulties and procedure was completed with another balloon of the same brand and size. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.